Event description:
The patient contacted lifescan (lfs) in 2005 alleging that the meter displayed an error 4 message on her ultra meter. On same day, around noon, the patient was sweating, shivering and was fluttered. Due to these symptoms she wanted to test her blood glucose level. She assumed the meter would display a high reading; however it displayed and error 4 message. The patient denied taking dextrose after attempting to use the meter. The patient does not take any medications for her diabetes. The patient ate lunch at 3:00 pm and three hours later, she went to the physician's office to get her blood glucose test checked. The physician's meter read 97 mg/dl and the patient felt fine. The patient did not receive any medical treatment. After the physician's office, the patient went to the pharmacy to have them replace the meter. The patient does not recall the last time she used the meter, since she does not test her blood glucose on a regular basis. An error 4 message indicates one of the three reasons: 1) the blood glucose may have been tested in an environment near the low end of system's operating temperature range, 2) there may be a problem with the test strip, 3) the sample was improperly applied. Customer care agent (cca) was unable to resolve the issue; therefore, sent the patient a replacement meter. The complaint is being reported because of an unresolved error 4 message.